Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. The initial result was 5.4 mg/dl. The repeat result from a different c503 analyzer was 9.2 mg/dl. The questionable result was not reported outside of the laboratory. The sample was repeated as the initial result was low.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The calibration data showed issues. The field service engineer (fse) found an issue with the sample probe adjustment position. The fse adjusted the probe horizontal position and outside rinse water volume. Precision results were within specification. The investigation determined that the issue found by the fse was the root cause of the event.